Event description:
It was reported to the manufacturer, by end user, while transferring a resident, the resident sustained a skin tear when the left leg was injured on an exposed screw. The resident was sent to the hospital for treatment. The bed was taken out of service and repaired. Follow-up investigation revealed when the resident was being transferred into bed, the resident's left leg was raked across an exposed screw. Per facility, the plastic latch which secures the rail to the bed frame and locks it into the down position, was broken off, exposing the screw. The staff did not detect that it was broken. The resident was taken to the hospital at the strong instance of the resident's daughter. The physician at the emergency room administered two stitches pursuant to the instances of the resident's daughter. The device has not been returned for evaluation. (B)(4).